Event description:
It was reported by the customer that the pyxis medbank system drawer 6 failed to open while trying to issue a medication. Additionally, upon remote access to the cabinet, it was observed that drawers 05 and 06 were highlighted in yellow and were not recognized by the system. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 and 6 failed to open due to the faulty controller board. A field service engineer resolved the issue by replacing the controller boards on the drawers. The system functioned as intended after the field service engineer troubleshooted the device.